Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm when the display went blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box and alarm history showed multiple call service warnings on (B)(4) 2013. The pump powered on and displayed the verify screen normally. During testing, the ez-prime steps were performed successfully. The pump was exercised for 24 hours, with no alarms occurring during the duration test. The call service issue was observed in the history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.